Manufacturer narrative:
(B)(6). Subject device was returned for evaluation. Visual inspection confirmed the failure mode of ¿broken jaw¿. The device was received with the portions of the broken jaws in a separate bag. Inspection at a magnification of forty (40) times shows breakage is consistent with material deformation. Assessment found evidence that the jaws snapped off due to excessive force. Instructions for use (IFU) state: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. A review of the device history records did not identify any non-conformances. A review of the complaint history did not identify any additional complaints associated with the manufacture lot on file. Per results of the investigation, the root cause was determined to be ¿user error¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a laparoscopic-assisted colectomy procedure utilizing the dual action atraumatic (rotatable) grasper, it was reported that both jaws disassembled and broke off inside of the patient. It was reported that the fragments were retrieved. It was reported that there was a backup device available and the procedure was completed successfully. It was reported that the portals were closed after an intraperitoneal irrigation. Additional imaging confirmed that no fragments were left inside of the patient. (B)(4).